Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that when setting the fourth clip of the endoscopic multifeed stapler, the instrument broke. There was no consequence to the pt.